Event description:
An attempt was made to place the stent into a pt. However, the physician was unable to place and the stent/balloon catheter was withdrawn to the introducer sheath. For some reason, they were not able to remove the stent/balloon catheter through the introducer and a decision was made to deploy the stent in the iliac vessel.